Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off of stem trial handle and was lodged in the pt's humeral canal. The surgeon was able to retrieve the stem trail with the use of a vice grip instrument. It is reported there was no pt injury.

Manufacturer narrative:
Integra has completed their internal investigation on 4feb2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the manufacturing record was reviewed for nonconformities identified by integra receiving inspection or by the suppliers performing manufacturing operations to determine if any identified anomaly could have caused or contributed to the complaint allegation. The manufacturing record for each process step revealed that it satisfied all applicable manufacturing specifications. No non-conformances were present and no issues were identified that would cause or contribute to the event. Complaint records with identical or similar alleged hazardous situation/failure mode received as specified in the rmp were reviewed to determine if the complaint represents an isolated incident or if it is part of an adverse trend. (B)(4). Conclusion: root cause analysis conclusion: self-loosening (clamping force instability). Impact induced vibration ¿ the common cause for self-loosen due to joint strength loss and bolt overload impact-induced vibration.